Event description:
It was reported that the patient received inappropriate therapy due to noise signals. X-ray revealed a crack (lead damage suspected). Lead impedance trend showed a sudden increase in pli. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.